Event description:
It was reported that after loading the patient on to the cot, the front legs would not adjust which could delay patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.